Manufacturer narrative:
Other contact phone number: (B)(6). Other contact email:(B)(6) updated field: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Corrected field: d9. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, conclusion), h11. The iab was returned with the membrane completely unfolded with the one way valve attached. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon catheter y fitting and extra corporeal tubing was performed and a leak was observed on the catheter tubing approximately 76.2cm from iab tip. The condition of the iab as received indicated a penetration on the catheter tubing. The penetration found in the catheter tubing appears to have been caused by a sharp object. We are unable to determine how this may have occurred. The evaluation confirmed the reported problems. A lot history record review was completed for the reported product. No non conformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three months. Based on the rational provided above no escalation to the CAPA process is required.

Event description:
It was reported by customer that during use, the linear 7.5fr. 40cc intra-aortic balloon (iab) was raptured and balloon did not inflate. There was blood in the tubing and console had an autofill failure alarm. There was no patient harm or injury.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (investigation findings).